Event description:
Nellcor puritan bennett received a n-395 report of 100% saturation readings.

Manufacturer narrative:
No product was returned for eval. The n-395 serial number could not be identified by the customer. Nellcor determined that user error had occurred.